Event description:
It was reported that pneumothorax occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. After the procedure, the patient's pressure started lowering after extubating and was monitored. After an hour, the physician ordered a computerized tomography which revealed that the patient had right sided pneumothorax. The physician feels this event was due to anesthesia and intubation. The patient is expected to fully recover and has been discharged.